Manufacturer narrative:
(B)(4). Investigation summary: the device was received with no apparent damage. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached and tone 3 is heard when the cycle is complete). No issues were noted with opening and closing of the jaws. There were no anomalies noted with the functionality of the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformance's were identified.

Event description:
It was reported that during a laparoscopic appendectomy, when using the device in the procedure, the device didn't emit an audible signal, indicating the cycle of burning tissue has completed. Additionally, the jaws of the instrument locked up after use, making the device unusable for the remainder of the procedure. Customer indicated this was an emergency case, late in the evening, and no other information is known about the issue. A second like device was used to complete the procedure. There was no consequence to the patient.